Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. File clamp (loose contact) defective, replaced. As part of the repair, we have also installed a new battery. Function test and test measurements without errors. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a raypex 6 apex locator gave incorrect measurements. The outcome of the event is unknown at this time.